Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified lesion in the mid left anterior descending artery. A 2.00x12 mm traveler rx balloon dilatation catheter was advanced toward the target lesion but met resistance with the anatomy during advancement. The balloon catheter was inflated in the target lesion but the balloon ruptured around 10 atmospheres when inflated the first time. The 2.0x12 mm traveler rx was simply withdrawn from the patient anatomy without any issue and a new non-abbott balloon catheter was used to continue the procedure. Air was pulled prior to use outside the patient anatomy. The balloon was soaked in saline prior to use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the us.